Event description:
The facility reports during preparation for a transfer, a staff member noticed the lift was "half off" the end of the track. He attempted to move the lift back onto track using the handset. In doing so, the lift fell from track onto the bed. Lift did not fall on pt or staff member. (B) (4).

Manufacturer narrative:
Upon immediate inspection of the area, the staff member and unit manager noticed the rail stopper had become dislodged. It was not determined if the rail stopper became dislodged prior to, or as a result of the lift making contact with the rail stopper. Staff member and unit manager also looked for, and could not find the track end cap anywhere in the room. The initial installation check list revealed that the installation was as per spec when released to customer. Two dimples were noted at the track end, which were caused by the rail stopper set-screw (one dimple caused during original install of rail stopper and one dimple caused during the re-install of rail stopper upon completion of load test). The track did not show signs of any damage due to the rail stopper being pushed off the end of the track by the lift. The original bhm rail stopper did not look damaged or worn and performed as designed when tested on-site. All installation procedures and practices were adhered to by the installer, including the installation of all required rail stoppers at the time of install, proper re-installation of rail stopper upon completion of load test, and proper documentation upon completion of install. The facility staff state they did not attempt to uninstall or alter the original track install, including the relocation of the rail stopper or lift. It is therefore impossible to find the root cause of the incident. The MFR recommends the customer have this product inspected and repaired (if needed) by a qualified technician and that these actions are recorded. It is also recommended that the customer have all similar products inspected and repaired (if needed) by a qualified technician.